Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings. The needle complaint could not be confirmed as only the sensor was returned and not the needle. The sensor cannula was found bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had inserted a sensor; it was hurting her, she took it out and it was bent in an l shape. Had another sensor where the connector did not fit the serter. Customer called back stating the transmitter is not communicating with sensor, advised to wait the two hours before selecting new senor. Blood glucose level was 214 mg/dl. Later that day customer called back stating the insulin pump was alarming bad sensor. Troubleshooting was performed. Customer's blood glucose was 140 mg/dl. Sensor was inserted in the lower right side of the abdomen. Alarm occurred after two consecutive calibration errors. Customer was advised to change sensor. No further information reported.